Manufacturer narrative:
(B)(4). The field service engineer replaced the maximus rotalix ceramic (mrc) 200 0508 rotation-gs 1001. The testing showed that the system was working fine now.

Event description:
The customer reports error message "x-ray generator not available". According to customer, the problem occurred after very long and complex procedures and x-ray tube is very hot.